Event description:
Attorney alleges plaintiff's left implant ruptured in or about in 1998. Attorney also alleged plaintiff experienced shock, anxiety, chronic injury to left breast, requirement to undergo surgery, spread of silicone material and depression.